Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the highly calcified mid circumflex (cx) artery. The physician attempted to place the 3.5x12mm liberte bare but was unable to cross the lesion. Upon removal the stent was found to have come of the stent delivery balloon. The stent was found in the left main (lm). The physician used a 2.0x9mm maverick2 to retrieve the stent from the pt, inflated twice to 4.3-4.4 atm for 17-88 seconds. Two add'l inflations were made with a 3.25x9mm maverick2. Medications given: angiomax, heparin. The stenting procedure was not completed due to this event. Patient status reported as "ok".